Event description:
It was reported that the pt never had therapeutic effect. Her trial went perfectly, but she went in for reprogramming on (B)(6) 2011 and had not had a chance to try all the programs. The pt was in the hospital from (B)(6) 2011 to (B)(6) 2011 due to swelling in the legs and a rash. The implantable neurostimulator (ins) was turned off at the time. The pt continued to have swelling and joint pain. The hcp told the pt it was not related to the device. The pt returned home on (B)(6) 2011 and turned the stimulator on, but reported that she seemed to be going more. The ins was on, and when the pt increased amplitude to 1.5 volts it caused pain in the vaginal area. The pt also experienced burning at the ins site. Palpating the ins caused the burning to stop. Additional info received reported that the pt was still having problems with the device and was going through more adjustments. Info received from the hcp reported that the pt was considering replacement of the device, and that the leg edema / rash was not related to the interstim and occurred (B)(6) post-implant. It was later reported that the pt's internist thought the pt's aches, rash and swelling were due to the device. It was reported that these symptoms started prior to implant, but the device was removed on (B)(6) 2011. The pt wanted to implant the device again after the symptoms resolved. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).